Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. The root cause for the reported issue that device had problem with front and rear panel assembly was not determined because no product or device logs were returned.

Event description:
It was reported that the following issue was observed on the device: "problem with front anf rear panel assembly." Reported problem cause description: "unit checked and found wear and tear - front case, rear case, female iui, housing assy." Hence, the work performed in the device includes: "unit checked and found wear and tear - front case, rear case, female iui, housing assy." There was no patient involvement.

Event description:
It was reported that the following issue was observed on the device: "problem with front anf rear panel assembly." Reported problem cause description: "none provided." Hence, the work performed in the device includes: "unit checked and found wear and tear - front case, rear case, female iui, housing assy." There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.